Manufacturer narrative:
Deep scratches with the brass showing through.

Event description:
The end user liz trail0burns reported to owens and minor (the distributor) that the metal is flaking off when attempting to sterilze.